Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access device leaked at the septum. The following information was provided by the initial reporter: it was reported that there was a leakage from septum area.

Event description:
No additional information.

Manufacturer narrative:
The complaint of leakage was confirmed; however, the root cause could not be determined. Two photographs and one q-syte connector were provided for investigation. A functional test revealed a leak from the connector due to a column tear in the septum. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. There were no distinguishing features which could aid in identification of a specific root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.